Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant".

Manufacturer narrative:
Evaluation of the returned device found it to be fractured midway in the nail slot. The fracture artifacts suggest the fracture began in fatigue.

Event description:
It was reported that patient underwent a proximal femur fixation procedure in (B)(6) 2011. Subsequently, the patient suffered a fall and radiographs taken confirmed the trochanteric nail had fractured. A revision procedure was performed on (B)(6), 2011 to remove and replace components.